Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the device fell off could not be confirmed. The adhesive pad was inspected and found minimal adhesion left on the pad. Due to the used condition of the adhesive pad, the original adhesion properties could not be verified.

Event description:
Patient stated the v-go fell off after showering. Patient stated there was no excess moving or sweating that could've caused the v-go to fall off.